Manufacturer narrative:
Device used for treatment and not diagnosis. There is a deformation visible at the groove, where the handle is inserted. The device was measured and all features met specification. The deformation has the effect that is impossible to attach the handle onto the nail. Therefore it is also impossible to insert the connection screw as complained. Afterwards it is impossible to define when or how the deformation at the groove occurred. At the damage it visible that the passivated layer is worn out, which indicates that the damage was caused post-manufacturing, par example by hit from another device, incorrect assembling with the handle or any occurrence during transportation.

Event description:
Device report from (B)(6) reports an event in (B)(6) as follows: during a procedure, the connecting screw and the insertion handle would not connect with the nail. Reportedly the insertion screw was placed across the insertion handle and it was not possible to fix it on the nail. Another nail was used without further problems. The surgery was prolonged by a few minutes.

Manufacturer narrative:
Device was used for treatment, not diagnosis. A 510k#: device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. The manufacturing documents were reviewed and no complaint related issues were found. Placeholder.